Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported anomaly was confirmed in the laboratory. Analysis found that the output circuitry of the device was damaged. It is believed the leads arced to the can causing a low impedance path that resulted in damage to the output circuitry. The device was tested on the bench and on the automated system. All low voltage device functions were normal.

Event description:
It was reported that device interrogation revealed one charge that was interrupted due to possible high voltage damage. The patient was admitted and the ICD and lead were replaced.